Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery and open repair of a umbilical hernia on (B)(6) 2013 during which the surgeon noted ¿a recurrence at the right edge of the previously placed mesh¿ and mesh was implanted. It was reported that the patient underwent right inguinal hernia repair surgery, recurrent ventral hernia repair surgery and takedown of massive adhesions on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on an unknown date. It was reported that the patient experienced severe pain, massive adhesions, nausea, bulging, inflammation, stress and anxiety. Other procedures are captured under separate files. No additional information is provided.